Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that no actions or interventions were taken to resolve the stimulation issue. The patient was told this was a normal occurrence. The issue hadn't been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported uncomfortable stimulation. It happened about a month ago and happened again on the day of the initial report. After walking through the library security gate, the patient experienced an increase in stimulation. It was reviewed that this is to be expected. Airport security guidelines were reviewed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.